Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant. During procedure, the lp dislodged upon fixation twice. The procedure was completed using an alternate lp on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. Final analysis found outer helix elongation, consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.